Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative on 2016-nov-02. It was reported that the patient was referred to schedule pump replacement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative. It was reported that the patient's eri alarm went off some time in (B)(6) and now on (B)(6) 2016 the tone of the alarm had changed. No symptoms were reported. The rep was to speak with the hcp and recommend pump interrogation. The rep would discuss the option of managing the patient orally until the pump was replaced on (B)(6) 2016 as scheduled. Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the patient's pump was explanted on (B)(6) 2016. Prior to the replacement the patient reported hearing her pump alarm on (B)(6) 2016. The patient was taken to the emergency room and was scheduled for a pump explant the following day. When the pump was read it was reported that a terminal event had occurred. The issue was resolved at the time of this report and the patient's status was "alive- no injury".

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 1000 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2016, it was reported that the patient heard the pump alarming. Telemetry confirmed a non-critical alarm was occurring due to eri (elective replacement indicator) with a replace pump by date of 09-jan-2017. Eri was not expected. At the last refill a couple of months ago eri said 41 months. The patient had no symptoms. The event date was (B)(6) 2016.

Manufacturer narrative:
It was previously reported that patient was receiving ¿baclofen¿ via their implantable pump. The type of baclofen the patient was currently receiving was however reported as being gablofen. Analysis of the pump on 2017-feb-28 revealed a motor feedthrough anomaly; shorting across the insulator was observed. As per the pump¿s logs, baclofen with concentration 2,000.0 mcg/ml was being administered at a simple continuous dose rate of 1,000.1 mcg/day as of (B)(6) 2016.

Event description:
No further complications had been reported/anticipated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.